Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported that during testing, the ventilator was not switching on. There was no patient involvement. The service engineer (se) inspected the device. The se found in the ventilator diagnostic reports error codes for a 24 volt power supply failure and a maximum system resets exceeded. The se replaced the power supply to address the issue and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.